Event description:
Add'l info rec'd from MFR 8/3/00: the complaint was confirmed. Two through wall fractures in the ip drive console diaphragm were found at collapse points on buckle peaks in the diaphragm. Staining of the diaphragm with what appears to be a liquid was also noted. The liquid staining of the diaphragm and its relation to the fractures in the diaphragm is being investigated further as part of tci's corrective and preventive action program. The complaint of the diaphragm having an air leak caused by two fractures in the diaphragm is confirmed.

Event description:
Console failed to operate and pump the implanted artificial heart. Console diaphragm had 2 defects found on disassembly. Defects occurred at 14 million cycles, diaphragm is rated for 60 million cycles (failure at 23% of rated life). Developed 2 ea 2mm cracks at 2 of 11 stress points of the diaphragm. One was radial, one was circumferential. MFR took 3 days to respond (with repeated calls) to questions and report. This is the second premature failure of a diaphragm that hosp has experienced.